Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. No further information is available. The manufacturer has closed the file on this event.

Manufacturer narrative:
Date received by manufacturer. Investigation summary: the report of a prong on the tunneling adapter breaking off could not be confirmed as no images were provided and the tunneling adapter assembly, lot number 193377, was not returned for investigation. The account communicated that a prong on the tunneling adapter broke off while tunneling the driveline. No actions were taken as the patient was not harmed by this event. It was reported that the tunneling adapter was discarded. The patient remains ongoing on mlp-008647 and no further issues have been reported at this time. The heartmate 3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection.the relevant sections of the device history records (documents 201030 and 193377) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file for this event.

Manufacturer narrative:
Age of device: 0 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported while tunneling the driveline, it was noted that a prong on the tunneling adapter broke off. Patient was asymptomatic. Additional information was requested but not yet provided.